Event description:
It was reported that during equipment inspection conducted by a stryker representative there was damage to the colored plastic rings of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.